Event description:
It was reported that the customer was experiencing a "weak battery" issue. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.